Event description:
The first time the patient changed the insulin cartridge, she primed 20 units while the pump was still connected to the indwelling infusion set. The patient went to the hospital with low blood glucose levels.